Event description:
During the evaluation of a returned spectrum infusion pump, 131 occurrences of "downstream occlusion" ¿ alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The downstream occlusion ¿ alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The downstream tubing guide and force sensor gasket were replaced.